Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
The patient was implanted for essential tremor and movement disorder. The health care provider (hcp) reported that the patient's device occasionally turns off when she goes through checkout lanes at (B)(6) or a grocery store. She has to use the programmer to turn the device back on.